Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
During the procedure, the physician felt resistance upon deploying the spiderfx filter, and the filter was not deployed. The physician delivered the catheter to the distal of internal carotid, crossing the tortuous area. When delivering the filter the physician felt resistance, and the filter was unable to cross the tortuous area. Therefore, the physician decided to deploy the filter at the proximal section of the tortuous area. However, the filter would not deploy despite pulling the catheter/pushing the filter. Another device was used to continue the procedure, but the procedure was extended over 30 minutes.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.